Event description:
Customer's father reported a button error on his daughter's insulin pump. The numbers started scrolling when customer entered her carbohydrates for a bolus. She replaced the battery and received a button error. Customer's blood glucose is 118 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with button error alarm due to moisture damage on the keypad traces. No numbers scrolling up noted. The device had minor scratched lcd window, cracked display window corner and cracked battery tube threads.